Manufacturer narrative:
Suspect lot review: a review of lot# 3242465 showed (B)(4) units were manufactured, tested, inspected and released in may 2016 citing no anomalies.

Event description:
Complaint received regarding three 46085-47, monitoring kit. Report states, one or more of the transducers on these trifurcated custom kits stopped producing a waveform and pressure reading. Air was discovered entering the system through the transpac housing. No adverse patient consequences reported.

Manufacturer narrative:
Suspect lot review:a review of lot# 3242465 showed (B)(4) units were manufactured, tested, inspected and released in may 2016 citing no anomalies. Device receipt: 8/17/2016 - received one used 42582-05, transpac IV disposable transducer lot# unknown. The transducer was flushed. Functional testing: the transpac passed transpac functional testing and meet specification. No defect was found. Final analysis: the reported complaint of transducer readings fluctuated could not be confirmed. Transpac met specification.

Event description:
Complaint received regarding three 46085-47, monitoring kit. Report states, one or more of the transducers on these trifurcated custom kits stopped producing a waveform and pressure reading. Air was discovered entering the system through the transpac housing. No adverse patient consequences reported.